Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture threshold and high impedance due to it being dislodged. The rv lead was explanted and replaced. Patient was stable.